Event description:
It was reported that the patient felt the implantable neurostimulator (ins) got hot when she turned up the stimulation. She got a warm feeling at the pocket. She was getting good symptom control and the therapy was doing well. The healthcare provider (hcp) stated that the patient did not appear to have an infection. The hcp was going to see the patient two weeks after the report to see if this was still an issue.

Event description:
Additional information received reports the healthcare provider ended up replacing battery and creating a new pocket on opposite side. The patient appeared to have inflammatory response but everything with battery checked out such as impedance etc (etcetera).

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0mrwj, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reports that the device will not be returned to manufacturer for analysis. The healthcare provider did not feel the need as battery and lead seemed functioning fine. Healthcare provider felt the patient had an odd tissue response.

Manufacturer narrative:
(B)(4).